Event description:
It was reported that a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The patient also noted feeling the change in the device's pacing rate. It was stated that a surgical explant procedure is anticipated to resolve the event, but this has not yet occurred. At this time, the device remains implanted and in-service.

Event description:
It was reported that a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The patient also noted feeling the change in the device's pacing rate. The patient was hospitalized pending a surgical replacement procedure. Prior to the revision, an 11 second episode of pacing inhibition was observed, but the patient was asleep and was asymptomatic. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The patient also noted feeling the change in the device's pacing rate. The patient was hospitalized pending a surgical replacement procedure. Prior to the revision, an 11 second episode of pacing inhibition was observed, but the patient was asleep and was asymptomatic. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. It was indicated that the device was likely lost by healthcare facility and thus will not be returned for evaluation.